Event description:
The customer reported that the system suddenly stopped exposing. The x-ray lamp did not turn on. The customer attempted to reboot the system but this did not resolve the problem.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ordered and replaced parts on the system. He also reset the c-mos setting. The system operates as intended.